Event description:
It was reported that during a lap colon resection procedure, the tissue pad burnt through and was still intact. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.